Event description:
It was reported that the pump touch screen was cloudy and had horizontal lines. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.